Manufacturer narrative:
Device is a combination product. Date of event- first day of the month of the aware date was used as event date not provided. Device evaluated by MFR.: synergy ii us mr 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found the 1st row of distal stent struts were lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube shaft found a break situated at 31.7 cm distal to the distal end of strain relief as well as multiple kinks at several locations along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.50 x 28mm synergy drug-eluting stent was selected for use to treat the lesion. However, when the physician inserting the shaft of the stent catheter, it broke inhalf. The device was removed and the procedure was completed with a different device. No patient complications were reported.